Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely due to damage to the sensor unit or failure of the mounted components on the electrical board due to stress from use, external factors, or handling. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-5/10"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex videoscope screen went black (shows no image, blackout). The issue occurred, during the first case. An emergency acute appendicitis therapeutic procedure. However, the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.